Event description:
On (date redacted), our facility received a letter from a patient informing us that she had undergone a surgical procedure 2.5 months prior at another facility (which is not a facility affiliated with our facility or operating under our license). This surgery was to remove a foreign body which was inadvertently retained during surgery 6 months prior to remove her left subclavian powerport. Her letter also contained the operative report from the surgery in which the surgeon documented (in relevant part): "...once I dissected it out, it turned out to be the connecting plastic piece ("catheter lock") that comes with the ports and that unites the port to the catheter. It was removed and sent for pathological examination. I carefully palpated around the scar to make sure there was nothing else left behind. I did not see anything else." The powerport was placed during surgery at this other facility three months prior to the initial removal. In the operative report for that procedure, the surgeon documented (in relevant part) "the catheter was manipulated under fluoroscopy into appropriate position, cut off to length, and connected the port with connecting device, included in the kit." Subsequently, the powerport was removed. In the operative report for that procedure, the surgeon documented (in relevant part): "the port and attached catheter were removed." The surgery ended at 0950, and the surgical counts of needles/sharps, instruments, and sponges were all correct. The powerport was sent to pathology for gross examination only and the gross description is documented as the following: "received with fixative and labeled on the container "power port left chest wall" is a purple, metallic, heart-shaped device measuring 2.7 x 2.4 x 1.4 cm. Attached to the device is a white plastic catheter measuring 20.0 cm in length x 0.2 cm in diameter. The specimen has the following inscription: "bard tc ar16404". The specimen is for gross examination only. No microscopic sections are submitted." Problems and concerns: the bard powerport device is identified and described by bard as only having two primary components: an injection port with a self-sealing silicone septum and a radiopaque catheter. There is no mention of the catheter lock. Once a catheter lock is place, it is a tight fit and is difficult to have to remove it if needed to readjust the catheter. No one involved in the care or treatment of the patient has ever seen or heard of a catheter lock becoming inadvertently separated from the intact powerport device, despite combined decades of experience with these devices. When a powerport device is removed, it is handed off as one piece and the self-sealing silicone septum and the radiopaque catheter are visually identified as being intact.